Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in my stomach"), abdominal distension ("swollen stomach"), hernia ("caused 3 hernia"), pruritus ("itching") and nerve injury ("nerve damage"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the back pain and abdominal pain upper had resolved and the abdominal distension, hernia, pruritus and nerve injury outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, back pain, hernia, nerve injury and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: swollen stomach the following information was received from social media itching, nerve damage. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- itching, nerve damage. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in my stomach"), abdominal distension ("swollen stomach") and hernia ("caused 3 hernia"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the back pain and abdominal pain upper had resolved and the abdominal distension and hernia outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, back pain and hernia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: swollen stomach. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event swollen stomach and new reporter updated on 20-mar-2020: social media received-new event caused 3 hernia was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("pain in my stomach"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the back pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper and back pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.